Manufacturer narrative:
The damage found was sustained during the surgical procdedure.

Manufacturer narrative:
Na

Event description:
It was reported that the patient had seven non-sustained events in the vf zone, due to noise on the ventricular channel. The noise could not be reproduced with arm movement and positional testing. It is believed that the noise is caused by a damaged lead.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.1 months, due to unknown reasons. No further details were provided.